Event description:
It was reported that a large volume folfusor leaked; further described as ¿a lot of visible solution inside the outer bag¿. This issue was observed when unpacking the transportation box. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from june 27, 2022, to june 28, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed fluid inside a bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.